Manufacturer narrative:
Reported event was confirmed by the return of the device. Visual inspection confirms the shell has a loose wire at the edge of the cup. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while attaching the acetabular shell to the cup introducer, the cup was being held in the plastic bag that the cup is supplied in as part of the packaging. A small shard of metal around the rim of the shell implant pierced through the plastic and the assistants gloves and perforated his skin. The cup was rejected and the assistant followed the needle stick injury protocol prior to re-gloving. A new shell was opened and the operation was completed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.